Event description:
Following implant, the patient's foot became swollen and it was determined that she had a blood clot. The patient had surgery for the blood clot in 2009. The stimulation was reported to be working fine during the hospital stay.